Event description:
During an in-clinic follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead of a pacer-dependent patient. Provocative testing was performed, and the noise was reproduced. No intervention has been completed at this time. The patient is stable.

Event description:
Additional information was received that the patient is no longer pacer dependent, and device was reprogrammed to resolve the event.